Event description:
It was reported that pump experienced malfunction alarm with code malf 16 that recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support assisted with resetting pump, provided instructions for storage mode and return of malfunctioning pump, confirmed shipping details, and arranged shipment of replacement pump with updated software, advising customer to reprogram pump settings and reconnect continuous glucose monitor upon receipt.